Manufacturer narrative:
Investigation: the complaint was investigated for a probe error occuring. The returned catheter was inspected and tested; it was found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area due to user error. In this case, it is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area, simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent atrial septal defect (asd) closure procedure. In the middle of the procedure, while the physician was inserting the catheter into the patients' cardiac cavity, a probe error occurred. The catheter was disconnected and then reconnected but the issue continued. After the catheter was replaced, the reported issue was resolved. The asd was completed with the replacement catheter and the same ultrasound system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.